Event description:
It was reported that a user experienced repeated ¿brief sensor issue¿ messages requiring three-hour waits and episodes of high glucose readings above 400 mg/dl despite no food intake and multiple sensor and infusion set changes while using the ilet system with dexcom g6; the user discontinued ilet use thereafter and believed the device was not functioning properly. Symptoms included hyperglycemia without other reported clinical manifestations. Outcomes included no hospitalization or medical intervention. Investigation included case review and troubleshooting and education with the user. Investigation of this case revealed no device data available for analysis, no identified signal source for reported sensor communication issues, and no confirmed mechanical malfunction of the pump or sensor system. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to insufficient evidence and lack of corroborating device data. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.